Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the battery of the implantable cardioverter defibrillator was depleted and garbled code was displayed on the programmer. The premature battery depletion was suspected to have been caused by high output settings due to patient's health condition. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of a text anomaly on the programmer screen was confirmed in the laboratory via review of the screenshots from the field which showed invalid characters. The text corruption was not present on printouts collected by the laboratory during analysis. The cause of the invalid characters could not be determined. The reported field event of premature battery depletion was not confirmed in the laboratory. The device was testing on the bench and no anomalies were found. Longevity calculations were performed, and the battery depletion was found to be normal.